Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 5.8 mmol/l and 3.4 mmol/l. Readings were obtained from two different strips vials from the same lot. The patient experienced hypoglycemia. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device was received in a condition which made analysis impossible. The returned test strips had expired.